Manufacturer narrative:
(B) (4) plaque shift. (B) (4). The 3.5 x 12 mm xience v (part 1009542-12, lot 9091841), has been filed under MFR # 2024168-2010-00417.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2010, during stenting of the pre-dilated mid left anterior descending (lad) artery, after aggressive attempts to cross the lesion with the stent and deep intubation with a non-abbott guide catheter, the 2.5 x 38 xience prime stent would not cross the proximal stenosis. Follow-up ultrasound (ivus) examination determined that the left main coronary artery and entire proximal and mid vessel left anterior descending artery segments were severe and warranted revascularization. A xience prime stent along with two xience v stents were successfully implanted in the mid lad and 2 xience v stents were successfully implanted in the proximal lad. The left main artery was direct stented with a 3.5 x 12 xience v stent along with aggressive post-dilation with a non-abbott balloon. This resulted in plaque shift within the ostium of the circumflex artery (cx). Treatment was listed as implantation of 2.5 x 28 xience v stent along with balloon angioplasty with a non-abbott balloon. Balloon angioplasty of the ostial left cx artery resulted in plaque shift within the 1st proximal and mid marginal branch (om1). This was treated with a 2.5 x 28 xience v stent which resulted in plaque shift and an intramural hematoma. The plaque shift and hematoma were treated with a 2.5 x 12 xience v stent. This resulted in intramural hematoma distal to the stent. This was treated with balloon angioplasty with a non-abbott balloon. The pt was discharged the following day. There is no add'l info available.